Manufacturer narrative:
Approximate age of device - 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2015, the patient began exhibiting cardiac heart failure symptoms including hemolysis and the patient's lactate dehydrogenase (ldh) level peaked at 1100 u/l. Despite these symptoms, it was reported that the patient's pump parameters remained unchanged and there were no alarms. The patient was admitted to the hospital and was administered intravenous heparin. On (B)(6) 2015, a ramp study was performed and the results showed that the left ventricle was not unloading at pump speeds of 11,000 rpm. The patient's aspirin dose was increased to 325 mg daily, plavix was added to the patient's anticoagulation regimen, and the patient's inr goal with coumadin was adjusted to 2.5-3.5. Following these changes, the patient's ldh level reduced to 556 u/l and the patient was discharged home with close monitoring. It was reported that a pump exchange is expected in the future.

Manufacturer narrative:
A correlation between the device and the reported elevation in the lactate dehydrogenase level could not be conclusively determined. The patient remains on vad support with no further events reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.